Event description:
It was reported that non sustained right ventricular oversensing due to noise was observed on the right ventricular(rv) lead. A rv lead revision was recommended as the noise could not be programmed around. The recommendation was to be forwarded to the physician for a decision to be made. There were no reported patient symptoms or consequences.